Event description:
It was reported to boston scientific corporation that a leveen superslim electrode was used during a radiofrequency ablation (rfa) procedure performed on (B)(6) 2012. According to the complainant, the physician had to reposition the electrode in the patient's liver several times as the target tumor was reported to be very stiff. The physician finally determined it was too difficult to position the electrode and removed the device, at which time it was noted that the tip of the needle was bent. The procedure was completed with another leveen superslim electrode. There were no patient complications reported as a result of this event. The patient¿s condition was reported to be stable following the procedure.

Event description:
It was reported to boston scientific corporation that a leveen superslim electrode was used during a radiofrequency ablation (rfa) procedure performed on (B)(6), 2012. According to the complainant, the physician had to reposition the electrode in the patient's liver several times as the target tumor was reported to be very stiff. The physician finally determined it was too difficult to position the electrode and removed the device, at which time it was noted that the tip of the needle was bent. The procedure was completed with another leveen superslim electrode. There were no patient complications reported as a result of this event. The patient's condition was reported to be stable following the procedure.

Manufacturer narrative:
The complaint device has been received by the manufacturer; however, a failure analysis has not yet been completed. Upon receipt of the failure analysis, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Visual evaluation found heavy dark residue inside the device. The device was received with the array retracted, and the electrode was bent approximately 3cm from the distal end. No issues with the electrode coating were noted. Resistance was encountered during extension and retraction of the tine array due to the bend, and the tines were noted to be unevenly spaced (likely due to operational context). The condition of the returned device was consistent with the complaint that the electrode was bent; the complaint was confirmed. As the user encountered difficulty when inserting the device into challenging patient anatomy, the most probable root cause of this event is operational context. A review of the device history record (DHR) was performed; no anomalies were noted.